Event description:
Bad compressor. This was a faxed in order from (B)(6). With what looks like their ra's are attached all non warranty with no instructions no address no phone just a fax. I sent to them asking them what they are requesting indexing under the complaint number.